Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, during intraocular lens implantation surgery, the lens was scratched. As per the surgeon, the lens felt tight as it traveled down the cartridge. They believe that this incident would be related to the cartridge. Hence a new cartridge was used with no issues. Additional information was received stating that there was no patient harm.

Manufacturer narrative:
Additional information was provided in d.10., h.3 and h.11. The company cartridge was not returned or identified. Only half of the associated lens was returned in the lens case. Viscoelastic was observed on the lens portion. The lens appeared cut across the center. The lens was cleaned with klrp. No scratches were observed on the returned lens portion. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. A qualified handpiece and viscoelastic were indicated. The indicated lens model/diopter is qualified for the cartridges. The root cause for the reported lens damage and advancing issue could not be determined. The company cartridge was not returned or identified. Only half of the lens was returned. No scratches were observed on the returned lens portion. The instructions for use (IFU) instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The file will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).